Manufacturer narrative:
The pump was charged and monitored for several days. The pump passed the displacement, off no power, error test, idle current test and self tests. The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that there is a bolus due to high blood. Customer was experiencing issues in the morning was walked through the troubleshooting process.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.